Manufacturer narrative:
Investigation evaluation: our evaluation of the product said to be involved could not confirm the report that the wire guide was difficult to remove from the holder. The wire guide was returned already partially removed from the wire guide holder. The wire guide holder was returned with clear fluid inside. The wire guide was removed the rest of the way out of the holder without difficulty. The proximal end of the wire guide was examined. No rough surfaces or kinks in the wire guide coating were noted. The wire guide coating is intact. The adapter was removed from the wire guide holder and evaluated. There is no evidence to suggest the wire guide may have been stuck between the adapter and tubing of the wire guide holder. The device was returned with loop tip of the wire guide broken. For further evaluation, the coating on the distal end of the wire guide was cut to expose the core wire. The gold plated coil spring and a portion of the wire that ravels around the core wire was not provided with the return. The platinum coil spring appears to still be intact. No rough surfaces or kinks were found along the wire guide coating. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The instructions for use state the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Prior to distribution, all fusion looptip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook fusion looptip wire guide. The customer noted difficulty removing the wire from the racetrack. They pulled so hard it dislodged the loop from the wire. The following additional information was received on 11/9/17: the physician planned to railroad a looptip wire over a pre-placed wire guide from another manufacturer to insert dual pigtail stents following a failed ductal clearance. When removing the looptip from the racetrack, the assisting nurse noted excess force had to be applied to the wire when removing. Once she had begun to remove the device, she noticed the loop had broken/dislodged. A second wire was opened, and the procedure was completed without further incident. When the cook area representative inspected the device upon collection, the loop was broken as described. The cook area representative also felt resistance when trying to load the wire back into the racetrack for return. Unfortunately the packaging was discarded, so no lot number has been provided.